Event description:
It was reported by the clinical specialist that at the last device check in 2009, the device was fine with good sensing and impedance. Patient had underlying medical issues - had left ventricular assist device and was awaiting a heart transplant. When the device interrogated in funeral home, it appeared patient had experienced a vf and that there was undersensing with many dropped beats. The clinic further reported they did not have the cause of death, but they do know the patient went into ventricular fibrillation and the "device failed to deliver therapy."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Other text : trueisprint fidelis implantable tachy lead. It was reported by the clinical specialist that at the last device check in 2009, the device was fine with good sensing and impedance. Patient had underlying medical issues - had left ventricular assist device and was awaiting a heart transplant. When the device interrogated in funeral home, it appeared patient had experienced a vf and that there was undersensing with many dropped beats. The clinic further reported they did not have the cause of death, but they do know the patient went into ventricular fibrillation and the "device failed to deliver therapy. No conclusion can be drawn. Undersensing.